Event description:
It was reported that during a colon procedure, there was an incomplete staple line. The prep was normal. The health care professionals and the surgeon respected the IFU. Nothing abnormal was detected during the procedure. But, while checking the stapling, the surgeon detected that one staple out of every two were missing. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.